Manufacturer narrative:
Failure analysis on the returned power management (pm) board shows that this complaint was caused by a shorted cap at c55 (10uf, 35v, ceramic). Replacement of c55 corrected the failure with this pm board.

Manufacturer narrative:
Patient information and event date were requested from the customer, but no response received.

Event description:
The customer reported that the battery does not charge. The customer reported that the unit was in use on patient , but there was no patient harm reported.